Event description:
Defibrillator took approximately thirty seconds to charge up to 360 joules for 70 year old pt who experienced cardiac arrest in day surgery unit status post colonoscopy. Pt expired two hours later despite full acls protocol. Device had been properly plugged-in before being unplugged and transported for emergent use.